Event description:
It was reported that the cassette was leaking during use on the home choice (hc). The caller stated they did not observe any issues before loading the cassette into the hc. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA was initiated to further investigate the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number s13h12029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. A visual inspection was performed and cracks were found on both sides of the cassette. A visual inspection also found the top sheeting from the cassette lifted where the sheeting was bonded to the cassette. A simulated therapy was performed and a pneumatic leak alarm occurred. The reported problem was confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.